Event description:
The pt was hospitalized due to diabetic ketoacidosis. The reporter could not elaborate as the nature of the alleged malfunction. It was reported that the pt's blood glucose levels were running around 150-190 in the evening, the next morning pt around 290, pt was brought to the ER. The reporter was unable to provide any info regarding basal rate, programming, or insertion site history or difficulties.